Manufacturer narrative:
Literature citation: eitan melamed et al. Complex proximal ulna fractures: outcomes of surgical treatment. Eur j orthop surg traumatol. 2015; 25: 851-858. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
A total of 38 patients were included in the study, of the 38 patients, 31 patients were treated with either depuy-synthes or evolve eps proximal ulna specific plates (number of patients treated with either device was not specified). Of the 38 patients, eleven patients had complications (article did not specify if the patients with complications were treated with evolve eps). The complications included: residual subluxation was present in one patient, which was treated with revision orif and radial head arthroplasty.